Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with an infiltrate with an epithelial defect along the nasal flap edge of the right eye. The topical steroid dosage was increased. The patient reported pain, watering and redness. It was stated that the patient had loss of best corrected visual acuity (bcva) and patient symptoms were interfering with daily activities. Best corrected visual acuity (bcva) was 20/40 right eye and 20/25 left eye on (B)(6) 2020. Bcva from (B)(6) 2020: right eye pre-op 20/20 .00 x -.75 x 94, left eye pre-op 20/20 .75 x -2.50 x 75.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.